Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed functionality testing and displayed service codes 102 and 203 during testing. The cause for the failure and service codes was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures (service code 102, service code 203) determined that flux contamination on j1000 caused the service code. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, a patient's monitor failed incoming functional testing and displayed service codes 102 (charge profile faults) and 203 (pulse test fault).